Event description:
It was reported the patient experienced discomfort located at the ipg site. In, turn surgical intervention took place on (B)(6) 2019 wherein the ipg was repositioned to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.